Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.